Event description:
On (B)(6) 2008, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The preoperative diameter measured 48 mm. On (B)(6) 2009, during the one year follow-up examination, a minor type ii endoleak was identified. The patient was also diagnosed with an infection of the aneurysm. The aneurysm diameter measured 46 mm. The cause of the infection was reportedly unknown. The patient was readmitted to the hospital and treated with antibiotic medication. On (B)(6) 2009, during a follow up examination, a pseudoaneurysm was discovered at the distal edge of the device in the left common iliac artery. Dilation of the distal neck of the device due to the pseudoaneurysm led to a distal type I endoleak. (B)(6) 2009, two components, (pxc121200/7169109, pxl161207/06530207) were implanted to treat the distal type I endoleak and the left internal iliac artery was coil embolized. (B)(6) 2010, the patient presented with a rupture of the infectious aneurysm. The patient also developed sepsis from the infection. He expired on the same day due to blood loss from the rupture. No further information was provided to gore.

Manufacturer narrative:
Additional manufacturer narrative- the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4)